Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned, and the customer's allegation was not confirmed. Error message 231 indicates a communication error between the spark monitor, which is located on the generator board, and the micro-controller located on the control board. Data transmission is carried out via optical communication. The analogue measured value determined on the generator board during activation is converted into a digital serial data stream, which is then transmitted to the control board via the fibre optic cable. If the optical signal is excessively interrupted, error message 231 is triggered. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): any error messages that may appear are triggered by the safety system of the esg-100 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the generator is giving an e231 error the unit is not recognizing the footswitch. The issue was found during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.